Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro cautery stayed on while trigger was not activated. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Related to complaints: (B)(4).

Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). Signs of clinical use and evidence of blood was observed on the jaws. There were no visual defects observed to the silicon insulation or the heater wire. No visual non-conformities were observed . An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use with a reference cable, adapter and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam and heat during several activations over a period of 5 minutes and did shut off when the toggle was released. The pre-cautery test was repeated 5 times with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. Based on the received condition of the device and the results of the evaluation, the reported complaint for ¿device remains activated" was not confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro cautery stayed on while trigger was not activated. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Related to complaints: (B)(4).